Event description:
The manufacturer received information alleging a ventilator was alarming and displaying a red error message. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was upgraded and the sd card was formatted to address the issue.